Manufacturer narrative:
(B)(4).

Event description:
The trial patient reported that she was doing the trial again on (B)(6) 2016. The patient wanted to know if they could use something else that was not so painful. They wanted to know if there was a different way to relax the muscles or do something different. The trial leads hurt when they were put in the lower back. There were no falls/trauma that could be related to the issue. This was considered a sudden change in therapy/symptoms. She did the trial but the leads only stayed in for two days before they fell out. It hurt like the devil when they put the needles in to put in the wires. No circumstances that led to the event or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.